Manufacturer narrative:
No patient information provided as no patient was involved in this concern. Device lot number, or serial number, unavailable. No parts have been received by the manufacturer for evaluation. Device manufacturing date is dependent on lot number/serial number, therefore, unavailable.

Event description:
Medtronic received information that, while outside of a procedure, the adjustment screw of the tracking clamp would not rotate. There was no patient present when this issue was identified. No additional information was provided.

Manufacturer narrative:
Additional information: lot #: 150617 date manufactured: june 17, 2015. The clamp was returned to the manufacturer for analysis. Analysis found that it was found that the clamp has been cross threaded, damaging the threads on the screw.. Analysis found that the reported event was related to a mechanical issue. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that, while outside of a procedure, the adjustment screw of the tracking clamp would not rotate. There was no patient present when this issue was identified. No additional information was provided.